Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the top part of the insulin pump's reservoir compartment broke off. The customer did not know the blood glucose reading. She stated that the insulin pump did not have enough strength to get the last quarter of insulin out of the reservoir. She stated that the insulin pump could not manage to empty the reservoir completely. She stated that she had a full reservoir and was unable to troubleshoot for the issue. She reported that this was the sixth time this issue had occurred in the last 6 months. She also noted that the worst instance was the day prior to the call, during which she experienced high blood glucose levels. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-90116.